Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that the patient was 3 weeks post-operative with their 4th pain pump. The pump had migrated and was almost flipped. The patient contacted the pain clinic where they had the pump placement and had been told "that is perfectly normal". The patient disagreed and believed a revision needed to be done soon to prevent separation or kinking of the catheter. The angle of the pump was causing pain and pressure on the incision. The surgeon ordered a revision surgery for (B)(6) 2026. The patient needed to know if it was safe to wait "2 months plus with a tipped, tenting pump". The patient had pumps for 17 years and knew this was not normal. The patient wanted to arrange a phone call or chat with a manufacturer nurse or pain pump specialist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider who reported that the revision resolved the pump movement and the patient¿s symptoms.